Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was reading inaccurately high when compared to her feelings/ usual readings. This complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, prior to the start of the alleged issue, the patient reported her husband found her "non responsive and would not wake up," therefore, called emergency medical services (ems). The patient reported on (B)(6) 2012, at 6:37am she obtained a reading of "129mg/dl" on her lfs meter. The patient reported taking novolog insulin pump therapy to manage her diabetes. The patient reported testing her blood glucose 4-6 times a day and her usual readings are "no more than 120 mg/dl." The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. On (B)(6) 2012, in the morning, the patient reported she was seen by emergency medical services, and a reading of "29mg/dl" was obtained on the ems meter. The patient reported that she was given medical intervention for the low reading, but did not state what it was. The patient reported her prior reading from (B)(6) 2012, about 10:00pm, was "182 or 183mg/dl" but she made no changes to her usual diabetes regimen. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement. However, a control solution test was not run due to the patient not having control solution available. In addition, the patient's test strips were in good condition. Replacement products were sent to the patient. The meter and test strips involved in this case have been returned and evaluated by lfs product analysis on (B)(6) 2012, with the following findings: complaint not confirmed and negative results of device testing. However, a secondary issue was revealed during investigation with the returned test strips: an "error 5" issue occurred there was no indication that the product caused or contributed to an adverse event since the patient reported being symptomatic prior to the start of the alleged issue. Therefore, the meter could not have cause the injury. The alleged issue was also not confirmed during device evaluation investigations; however, this complaint is being reported due to the "error 5" issue that was found during lifescan testing.